Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that the insulin pump had multiple no stop alarms. The customer¿s blood glucose value was unknown. The customer reported that the insulin pump did not stay in auto mode. The device will not be returned for analysis.